Event description:
It was reported that the patient was in the emergency room with symptoms with heart rates going down into the 30s. The right ventricular (rv) lead was noted with a polarity switch. Oversensing was also briefly seen. The patient was placed on an external pacemaker, because the patient is pacing dependent. Additional information from the clinic disclosed that the lead developed intermittent ventricular output and noise. The patient¿s condition also developed atrial fibrillation (af). It physician decided to upgrade the patient to an implantable cardioverter defibrillator (ICD) system. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).